Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by (expiration) date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 2.75x15mm xience sierra stent was deployed without issues; however, it was noted that it was deployed after expiration. The procedure was successfully concluded after the deployment of the expired stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.